Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The approx 99% stenotic lesion was located in the non-calcified and mildly tortuous left anterior descending artery. The physician advanced the 8x2.0mm quantum maverick balloon to the lesion and on the first inflation, inflated the balloon to 9 to 10atms. On the second inflation, the balloon was inflated to 14atms for about ten seconds and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with another 8x2.0mm quantum maverick balloon. Pt status is reported as "good".

Manufacturer narrative:
Pt: 18 years or older. Device evaluation: the device was disposed off by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).